Event description:
Synovitis [synovitis], soft tissue irritation in both knees [soft tissue disorder]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown with osteoarthritis (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On (B)(6) 1998, the patient initiated the first course of treatment with intra-articular synvisc (hylan g-f 20) injection, into both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 1998, the patient experienced synovitis of right knee. The patient received treatment with intramuscular celestone (betamethasone) at a dose of 02 cc for the event of synovitis of right knee. The patient had no sign of infection. On (B)(6) 1998, after duration of 24 hours, the patient recovered from synovitis of right knee. The same day, the patient received second synvisc injection of first course into both knees. On an unspecified date, the patient experienced soft tissue irritation in both knees. The outcome for the event of soft tissue irritation in both knees was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis of right knee was mild and for the event of soft tissue irritation in both knees was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related. The causal relationship for the event of soft tissue irritation in both knees was assessed as unrelated. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-apr-2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. Is it the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile is not altered by this report.